Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that multiple insulin flow blocked alarms was occurred .the blood glucose was 5.8mmol/l. Troubleshooting was performed. The customer was advised to revert the back up plan. The product will not returned for analysis.

Manufacturer narrative:
No delivery or occlusion alarm - unknown timing not found during testing. Insulin pump passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test.